Event description:
Per cardiologist report: "I placed a st. Jude loop recorder in her as a workup two years ago... On the date of this event, I interrogated the loop recorder. The loop recorder has continued to show artifact and does not always work correctly. It will auto record artifact and then it cannot be used for the patient. We have had the technician come out to reprogram it, and I have previously called the software engineers for the company, but it is not fixable... I interrogated the loop recorder today. It is not working." Manufacturer response for implanted loop recorder, implantable cardiac monitor (per site reporter): will return for evaluation.